Event description:
It was reported that the micro sagittal saw overheated during a bunionectomy procedure. A back-up device was available to complete the procedure without pt or user injuries. There were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was observed to be corroded and the eccentric ball bearing on the driver was found to be broken. The presence of corrosion in the motor assembly and/or a broken eccentric ball bearing on the driver could cause or contribute to the handpiece to overheat.